Manufacturer narrative:
Date of this submission is (B)(4), 2011. This closes out this report unless additional significant info is received.

Event description:
Consumer inserted a tampon and upon trying to remove the string broke. She went to the emergency room and had the tampon removed. Upon insertion of another tampon, the string broke and she had to return to the emergency room for removal of the tampon.